Event description:
A surgeon reported a case of corneal opacity, seen two to three months post lasik surgery. Surgeon stated that this opacity was not related to dlk (diffuse lamellar keratitis). Increased usage on steroids was reported, with regards to the medical action taken to mitigate reported issue.

Manufacturer narrative:
Device history records review did not find any abnormalities that could have attributed to this event, and the product was released according to the MFR's acceptance criteria. The system history shows that laser was verified successfully prior and after the approximate date of surgery. A root cause, for the reported event, could not be determined. (B)(4).